Event description:
During use of the device for a non-clinical activity, the user reported the endoscope lens had a shadow across it. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.